Event description:
It was reported the patient stated he "told them a long time ago" that his spinal cord stimulation (scs) system did not really work. The patient stated he had discomfort where the implantable neurostimulator (ins) was located. The patient had been shocked several times and when he sat on a hard surface it hurt. The patient reported the trial worked but the permanent implant had not worked at all. The patient stated the scs does not take away any of the patient's pain and the ins site on his back really hurt. When the patient drove and sat it irritated his back. The patient stated they were in more pain now than when they stated the scs system. The patient stated that all the issues mentioned had been going on since he had the device implanted in (B)(6). It was further reported that the patient still had concerns with the device or therapy but is working with the manufacturing representative. The patient stated that they manufacturing representative told him to leave the device on when they met. The patient's pain increased almost twice. The patient turned the device off in the evenings and left it off the (B)(6). The (B)(6) they turned the device back on to see if anything changed. No further information was reported. If additional information is received a follow up response will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the manufacturer representative changed the patient's settings and there was a loss of therapy. The device had shocked the patient twice; it happened a few months after implant, but has not happened since then (2014). The implantable neurostimulator (ins) was implanted in the wrong place on the beltline; the patient has had pain since implant because of where the ins was located. The patient noted, he had to take pain medications and this thing [did not] work. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that the patient was looking to meet with a manufacturer representative and get an adjustment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial # (B)(4), product type: recharger. Product ID: 97740, serial # (B)(4), product type; programmer, patient. Product ID: 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).